Manufacturer narrative:
Motor error alarm noted during rewind due to corroded motor assembly. Unable to test for displacement test due to motor error alarm. No moisture damage noted on electronic assembly. No cracked belt clip slot and not cracks noted on lcd window. The insulin pump had cracked reservoir tube lip and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the belt clip slot was broken on the insulin pump. It was also found many scratches were present on the display window. The customer also reported there was liquid present in the reservoir compartment. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.